Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had complications from their stage one surgery and the patient ended up in the neuro ICU then had to go to a rehab facility. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was last seen on jan. 15, 2018. The patient¿s next appointment was scheduled for (B)(6) 2018. There were no further complications reported or anticipated.